Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 96 samples and 1 photo for investigation. The customer photo displays the device packaging but does not show the reported defect. Twenty returned samples were visually inspected for cannula defects, including needle point integrity, and all samples passed the functional tests with no evidence of damage or poor needle point integrity. Ten returned samples underwent functional tests for lube coverage, and all samples exhibited sufficient lube coverage on the IV cannula. Additionally, ten returned samples were subjected to functional tests to assess device functionality, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure modes sleeve function and needle point integrity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, 1 device exhibited poor sleeve function and leaked blood from the np needle and caused pain to the patient. There was no other health impact or consequences reported.